Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). This report is being filed on an international product, list number 08p06 that has a similar product distributed in the us, list number 08p05, with 510k/PMA/bla number p050042. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result generated by the alinity I processing module for a patient. The patient had a previously confirmed positive anti-hcv results on (B)(6) 2025. However, on (B)(6) 2025, a new test showed a nonreactive result of 0.98 s/co. Given the patient¿s known positive history, the same sample was retested after re-centrifugation, yielding reactive results. Hcv confirmatory testing was performed and generated a positive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): on (B)(6) 2025, sid (B)(6): alinity I anti-hcv initial result = 0.98 s/co (nonreactive), alinity I anti-hcv repeat results (post re-centrifugation) = 1.05 s/co (reactive), 1.07 s/co (reactive), hcv confirmatory = positive (c1 = 0, c2 = +2, e2 = 0, ns3 = +2, ns4 = 0, ns5 = 0), alinity s anti-hcv result = 72.35 s/co (reactive). Historical results: on (B)(6) 2025: alinity I anti-hcv result = 1.07 s/co (reactive) hcv confirmatory = positive (c1 = 0, c2 = +1, e2 = 0, ns3 = +1, ns4 = 0, ns5 = 0). On (B)(6) 2025: alinity I anti-hcv results = 1.07 s/co (reactive), 1.11 s/co (reactive), 1.10 s/co (reactive). On (B)(6) 2023: alinity I anti-hcv = 0.83 s/co (nonreactive); hbsag = 0.42 s/co (nonreactive); anti-hbc = 7.51 s/co (reactive); anti-hbs = 70.44 miu/ml (reactive); hbeag = 0.392 s/co (nonreactive); hbeab = 0.11 s/co (reactive); havab igg = 12.24 s/co (reactive) . Update: on 09jun2025, additional information was provided. A new sample from the patient was tested, yielding nonreactive results. The following data was provided: on (B)(6) 2025, sid (B)(6) (new draw): alinity I anti-hcv results = 0.97 s/co (nonreactive), 0.91 s/co (nonreactive). The customer stated that the patient has been undergoing antiretroviral therapy since 1998 (truvada and etravirine). In 2018, the regimen was changed to dolutegravir + emtricitabine + tenofovir alafenamide, with the patient maintaining an undetectable viral load. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of a retained reagent kits. Return sample testing was also completed. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68194be00. A review of the device history record did not identify any non-conformances or deviations with lot 68194be00, and the complaint issue. In-house testing of a retained reagent kits of the complaint lot was performed. All controls met specifications, and no false nonreactive results were obtained, indicating that the lot performed as expected. Testing included five additional replicates of the positive control and one commercially available seroconversion panel (zeptometrix hcv 9045). The positive control was within specifications. The seroconversion panel results were compared to the test results provided by zeptometrix. Reagent lot 68194be00 detected the same bleeds as reactive, with comparable s/co values for the seroconversion panel. A review of labeling was performed and found to sufficiently address the customer's issue. The returned samples (lcd 24/3/2025 and lcd 09/06/2025) were tested with alinity I anti-hcv lot number 68194be00, and the following results were obtained: lcd 24/3/2025: 1.10 s/co, retest results: 1.03 s/co, 1.11 s/co (final interpretation: reactive). Lcd 09/06/2025: 1.01 s/co, retest results: 1.17 s/co, 0.97 s/co (final interpretation: reactive). Further testing was performed on the alinity s anti-hcv assay, with all values being clearly reactive and similar (60.68 s/co and 63.64 s/co) for the two samples. Based on the investigation, no systemic issue or deficiency was identified for the alinity I anti-hcv reagent, lot number 68194be00.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result generated by the alinity I processing module for a patient. The patient had a previously confirmed positive anti-hcv results on (B)(6) 2025. However, on (B)(6) 2025, a new test showed a nonreactive result of 0.98 s/co. Given the patient¿s known positive history, the same sample was retested after re-centrifugation, yielding reactive results. Hcv confirmatory testing was performed and generated a positive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2025 sid (B)(6): alinity I anti-hcv initial result = 0.98 s/co (nonreactive). Alinity I anti-hcv repeat results (post re-centrifugation) = 1.05 s/co (reactive), 1.07 s/co (reactive). Hcv confirmatory = positive (c1 = 0, c2 = +2, e2 = 0, ns3 = +2, ns4 = 0, ns5 = 0). Alinity s anti-hcv result = 72.35 s/co (reactive). Historical results: (B)(6) 2025: alinity I anti-hcv result = 1.07 s/co (reactive). Hcv confirmatory = positive (c1 = 0, c2 = +1, e2 = 0, ns3 = +1, ns4 = 0, ns5 = 0). (B)(6) 2025: alinity I anti-hcv results = 1.07 s/co (reactive), 1.11 s/co (reactive), 1.10 s/co (reactive). (B)(6) 2023: alinity I anti-hcv = 0.83 s/co (nonreactive); hbsag = 0.42 s/co (nonreactive); anti-hbc = 7.51 s/co (reactive); anti-hbs = 70.44 miu/ml (reactive); hbeag = 0.392 s/co (nonreactive); hbeab = 0.11 s/co (reactive); havab igg = 12.24 s/co (reactive) . Update: on 09jun2025, additional information was provided. A new sample from the patient was tested, yielding nonreactive results. The following data was provided: (B)(6) 2025 sid (B)(6) (new draw): alinity I anti-hcv results = 0.97 s/co (nonreactive), 0.91 s/co (nonreactive). The customer stated that the patient has been undergoing antiretroviral therapy since 1998 (truvada and etravirine). In 2018, the regimen was changed to dolutegravir + emtricitabine + tenofovir alafenamide, with the patient maintaining an undetectable viral load. There was no impact to patient management reported.